Event description:
Upon interrogation of the pump, a "pump in safe state reset occured". The pump was refilled in 8/2005 and the patient had experienced 3 weeks of "flu-like symptoms" and then started to feel better around 36 days later. Event logs reveal pump in safe state as well as several motor stalls and motor stall recoveries. The pump was successfully updated, however, since that time, several more motor stalls and recoveries and a low battery reset have occured. The patient has experienced " nausea, vomiting, etc" which the hcp believes may be an adverse reaction to the drugs in the pump; i.e., morphine, bupivicaine and clonidine. A follow-up report will be sent when additional information becomes available.